Event description:
It was reported that the atherotomes was damaged. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon did not fully cross the lesion and remained partially across it. The balloon was then inflated in this position, resulting in eccentric expansion. Then, at 12 atm, one of the atherotomes was damaged. The procedure was completed with a different device. There were no patient complications.